Manufacturer narrative:
Problem statement: it was reported to philips that the device did not deliver the shock for patient in ventricular tachycardia (vt). Patient involvement: the involved patient was a (B)(6) year old male with an initial rhythm of vt, who expired during the incident. The customer switched to another defibrillator to treat the patient, which delayed delivering the shock treatment. At that point, no shock was attempted because the patient was in asystole and remained in asystole. The customer reported that "due to the patient's condition, prompt defibrillation would not have resulted in a better outcome for the patient". Device evaluation: the customer requested that a philips field service engineer (fse) be dispatched to contact the customer. The customer's medical physics provided the following report: "the equipment was check by technical staff the morning after and no fault found. The equipment was removed from the area and held in medical physics. Due to ward staff and medical physics staff carrying out testing and most importantly the device having not data card installed, it was not possible to recover the actual event information. Medical physics staff did contact the UK service agent asking them if they knew how to retrieve any retained data. After some investigation by the company it was deemed not possible (they asked a retired service engineer).it was not until after the post mortem and the patient notes returned from the pf office were medical physics staff able to view the event trace produced by the equipment. This indicated that the equipment had been placed in "sync" mode. With this mode active and the defibrillator could not sync on the heart rhythm. During the subsequent incident review with clinical staff it was determined that it was not the equipment at fault. Also due to the patient's condition, prompt defibrillation would not have resulted in a better outcome for the patient." Subsequently, it was reported that the equipment was never sent to philips for evaluation. The customer completed their investigation and determined that the issue was: "a user problem rather than an equipment problem. The device had been placed into "sync" mode and from the ECG trace the unit would not have been able to sync to said trace. The device should have been placed in either manual mode or AED mode. It was not until after the post mortem and the patient notes returned from the pf office were medical physics staff able to view the event trace produced by the equipment. This indicated that the equipment had been placed in "sync" mode. With this mode active and the defibrillator could not sync on the heart rhythm. During the subsequent incident review with clinical staff it was determined that it was not the equipment at fault. Also due to the patient's condition, prompt defibrillation would not have resulted in a better outcome for the patient. This from the pm results." Resolution and disposition: the customer reported to philips that the issue was not confirmed and there was no trouble found with the device. The device passed all testing and was placed back in service. Records review: this complaint does not involve an alleged unresolved problem, repeating issue, or observation of poor quality. Product history: in the past 12 months, there were 35 other cases (approximate average less than 3 per month) of no parts replaced related problems. The serial numbers indicate a large span of manufacturing dates. One of the 35 complaints involved serious injury and one involved death. No adverse patient outcome attributable to the device was reported in either of these cases. The si case was not adverse outcomes and the death was independent of the clinical actions taken. This is a variably occurring issue with no indication of increase or causing or contributing to serious injury or death and no further investigation or action are warranted. Corrective action: this complaint is not related to any existing CAPA. This complaint does not indicate the presence of a systemic problem or emerging issue. Conclusion: philips will not consider this as a malfunction of the device as it is fully consistent with a user error in setting the correct mode for defibrillation. This event was related to a user issue where the customer placed the device in the sync mode instead of the AED or manual modes. There is no indication of a systemic problem; no further investigation or action is warranted. Customer communication: no further communication was requested and no further communication is indicated.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Unable to confirm serial number.

Event description:
It was reported to philips that the device did not deliver the shock for patient in ventricular tachycardia (vt). The involved patient was a (B)(6) male with an initial rhythm of vt, who expired during the incident. The customer switched to another defibrillator to treat the patient, which delayed delivering the shock treatment. At that point, no shock was attempted because the patient was in asystole and remained in asystole.